Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
Reporter states, "tibial insert failed to snap/lock securely. A/p lipped insert was substituted and locked securely." There was no adverse consequence to the pt due to this event.